Event description:
On (B) (6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat a ruptured aneurysm. On an unk date the pt developed an infection, and was being treated with anti-biotics. On (B) (6) 2010, the pt presented emergently to the hospital. A CT scan revealed a gi bleed and an aorto-duodenal fistula. On (B) (6) 2010, the devices were explanted. The pt is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. A review of the sterilization paperwork has been conducted. The review of the sterilization paperwork verified that this lot met all pre-release specifications.